Event description:
It was reported that a malfunction alarm with the code ¿malf 0¿ occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if any further issues occurred, which the customer acknowledged and understood.